Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was 393 mg/dl and was addressed with an injection of insulin. Tandem technical support performed a system check and determined that the tubing should be changed. Reportedly, the customer was using apidra insulin.